Event description:
Procedure type: low anterior resection. According to the reporter: the first device that was fired, tore the anastomosis when attempting to remove the stapler from the pt cavity. Another device was opened to try another anastomosis. The second device stapled and cut with no problem but when the device was being removed, the anvil disengaged into the pt cavity. The surgeon was able to easily remove the anvil from the bowel and the anastomosis was fine. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes but it did not affect the pt in any way such as extension of hosp stay. There was no unanticipated tissue loss. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).